Event description:
It was reported that this right atrial (ra) lead exhibited a decrease in pacing impedance measurements from the 850 ohms range to the 580 ohms range. Additional information was received that this lead also exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) discussed potential causes and troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.